Event description:
It was discovered that the thora-port was somehow left in the patient post surgery. It was placed over thirty days when discovered. The patient required additional surgery to remove.